Event description:
A home pt contacted baxter's technical service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during a drain cycle of her automated peritoneal dialysis therapy. Reportedly, a supply bag became disconnected from the supply line of the homechoice set during therapy for an unk reason. Baxter's technical service ctr assisted the home pt in ending the therapy early. Therapy was completed manually. No pt injury or med intervention was associated with this incident per the home pt.